Manufacturer narrative:
A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The investigation has been completed based on current information. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with description that the intraocular lens (iol) apparently had scratches in its optical zone. Additional information was requested.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6., and h.11 the product was not returned. Two photos were provided. The first photo showed and implanted single-piece lens. The area of interest was designated by a green circle. The optic had two large cracks near the center of the optic. There were also possible cracks at the optic edge aligned with the central cracked areas. No scratches were observed. This damage was similar in appearance to damage caused by a plunger override. The second photo showed the lens case lid and a used company cartridge. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No cartridge damage was visible. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Based on review of the provided photo, the lens was cracked not scratched. This damage was similar in appearance to damage caused by a plunger override. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd (viscosurgical device), which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol (intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ (half) turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. The manufacturer internal reference number is: (B)(4).